Event description:
Pt has port-a-cath placed (B)(6) 2012. Pt admitted (B)(6) 2012 to progressive care with dka and pneumonia. Chest x-ray showed possible mediastinal mass-pt has cll. F/u chest CT interpretation cited "a 6-cm long hyperdense tube-like structure within the distal right main pulmonary artery, extending to the right upper lobe and right lower lobe lobar pulmonary artery branches. This has the appearance of broken catheter tubing which has migrated into the pulmonary arteries." Pt died on (B)(6) 2012. Cause of death was the dka with contributing cll. The physician caring for pt in the hospital does not feel the catheter issue contributed to pt's death.